Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 529 mg/dl. Pump supplies were changed and a bolus was delivered to address bg. Contact did not know cause of event. As event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.